Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient's qualifying condition were the silent ischemia and the positive myocardial perfusion imaging (mpi). Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis. It was 24mm long, with a reference vessel diameter of 3.50mm. There was moderate calcification and mild vessel tortuosity. The lesion was treated with pre-dilatation using a 3.0mm balloon catheter at 12 atmospheres and insertion of a 3.50x28mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was not performed. Post-procedural residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized (2 outside facilities) for chest pain. The patient had a 3-day history of wheezing and intermittent substernal chest pressure, with one episode of emesis. At a first hospital, elevated cardiac enzymes were suggestive of a non-st segment elevation myocardial infarction (nstemi), which led to a cardiac catheterization the following day. Subsequently, patient's angiography revealed a 90% isr of the mid lad. There were no medical records from the first hospital, but records were received from a second hospital. During the cardiac catheterization, an intra-aortic balloon pump (iabp) was placed due to persistent chest pain. With this, the chest pain resolved. The patient was bolused with clopidogrel, and begun on heparin and nitroglycerin drips. Metoprolol and aspirin were also administered. The patient was transferred to the coronary care unit (ccu) of a 2nd hospital for evaluation for coronary artery bypass grafting (CABG) surgery. Acute systolic heart failure was assessed as due to myocardial ischemia/infarction. Three days after, the patient underwent coronary artery bypass grafting x3. Per the provided operative reports, the indications for the surgery were coronary artery disease and unstable angina. The procedure was for left internal mammary artery (lima) to lad, saphenous vein graft (svg) to obtuse marginal, svg to posterior descending artery (pda) and svg was take from the left leg. Post weaning from cardiopulmonary bypass, transesophageal echocardiography (tee) demonstrated improved wall motion and no valvular pathology. Post weaning from cardiopulmonary bypass, cardiac output was measured twice and found to be adequate (not otherwise specified. The patient was moved to the intensive care unit in critical condition, having tolerated the procedure well and with no complications. The patient was extubated on post operative and weaned from all drips ion. Nine days post procedure, the event was resolved ad the patient was discharged on aspirin. At discharge, plavix (clopidogrel) was not re-instated. The plan was to re-start this later, on an outpatient basis.